Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and there is fluid inside of the pump. The customer's blood glucose reading was 167mg/dl at the time of incident. Troubleshooting found that the customer was unsure if the time advances. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. Unable to perform self test and displacement test due to no button response. No button error alarm noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly during visual inspection.